Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified mid left anterior descending artery. A 3.50mmx16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent struts were flared/lifted. The procedure was completed using another 3.50mmx16mm synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts on the proximal end of the stent that were bent back distally. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified mid left anterior descending artery. A 3.50mmx16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent struts were flared/lifted. The procedure was completed using another 3.50mmx16mm synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.